Event description:
The healthcare professional that after embolization of the right middle meningeal artery (mma) with trufill n-bca, a post-embolization run was performed and extravasation was observed. A 2mm x 8cm cerepak heliform xsft (xhe120208) was used to embolize the trunk of the right mma ¿ at the site of the vessel rupture. The first 2mm x 8cm cerepak heliform xsft detached flawlessly. A second 2mm x 8cm cerepak heliform xsft (xhe120208 / 31077168) was used but it failed to detach after two detachment attempts with the detachment handle (mdh1 / 97988374). The physician was instructed to use manual break and the coil still failed to detach after two separate pulls of the pull wire. The coil was then recaptured. It was reported that the system was straight during the case and during the detachment. Vessel tortuosity was mild to moderate but mainly seen at the right external carotid artery (eca). The physician set up was as followed: benchmark¿ 6f 95cm delivery catheter (penumbra), midway¿ 43 intermediate catheter (penumbra), and sl-10® microcatheter (stryker). All catheters were on a continuous heparinized flush. There was no report of any negative patient impact. The procedure was successfully completed. On 21-oct-2024, additional information was received. Per the information, the extravasation was due to a forceful injection through the midway 43 intermediate catheter. The contrast had nowhere to go since the mma was now embolized with trufill nbca. The treating physician did admit post procedure that he was a ¿little too zealous¿ when performing his post embo injection. The physician was very happy with the glue cast that was visible on fluoroscopy. The catalog and lot of the trufill ncba was not known. The information indicated that the cause of the vessel rupture was due to ¿a forceful injection of contrast through the midway 43 in the mma proximal to the glue cast and bifurcation.¿ the rupture site of the distal trunk of the mma is where the first 2mm x 8cm heliform was deployed. The second 2mm x 8cm heliform was used as an intervention for the vessel rupture; it was to be deployed just proximal to the first coil. When the coil was removed, it was still attached to the delivery system; it was no stretched. There was no replacement coil for the second 2mm x 8cm heliform. Per the information, the first 2mm x 8cm heliform that was successfully deployed embolized the distal trunk of the mma and resolved the extravasation. Regarding the mild to moderate vessel tortuosity seen in the right eca and whether that contributed to the reported issue with the coil detachment, the information indicated the following: ¿I don't believe the tortuosity contributed to the issue with the coil detaching. If tortuosity was to sole contributor to the failed deployment, the first coil should have failed to deploy as well.¿ the information also included the lot number of the detachment handle: 97988374. It is not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot: (97988374) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.